Event description:
It was reported that there was a brown mark on the filter of a small volume intermate. This was identified after the device was compounded with meropenum and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from january 07, 2015 to january 08, 2015. A component code was added for filter as it was missing in the initial report. Evaluation summary: the device was received for evaluation. A visual inspection identified a brown mark on filter of the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.